Event description:
It was reported that the device was explanted due to infection. The patient was in stable condition. The physician alleged the infection was not related to the device.

Manufacturer narrative:
The sterilization records were reviewed, and no evidence of abnormal sterilization cycle was found.